Manufacturer narrative:
Investigation of returned guidewire revealed breakage of the core wire at approx. 15mm from tip end with the trace of rotational and bending force. Coil was stretched and elongated over the core wire, and extended sideward to be separated at approx. 160mm from tip of original product. It is presumed that tip of the guidewire might be caught in the cto lesion in rca, supposedly due to calcified lesion and/or the tortuosity and small lumen size of the septal collateral vessel. When the rotational manipulation was made for guidewire removal, bending and/or torsional force that had been accumulated to the guidewire might worked complexly to the guidewire, resulting the breakage of the core wire. Coil was stretched and elongated along with the withdrawal of the guidewire, finally separated by excessive pulling force. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torque continuously in the same direction. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Separation or breakage of the guide wire, as possible complications and adverse event.

Event description:
Reportedly, to perform a retrograde recanalization of cto lesion at rca, when subject guidewire was advanced via septal collateral, and lesion crossing was attempted, it was noticed that the guidewire could not be moved anymore. When pull back manipulation was made to the guidewire, the guidewire tip was found broken off, and along with further removal manipulation, the guidewire coil was decoiled and the wire elongated in coronary vessel, aorta and down to the abdominal vessel. Surgical treatment was made to the patient to remove the guidewire and also to perform ad-hoc bypass surgery treatment.